Event description:
It was reported that this implantable lead was part of a system revision due to infection. Reportedly, the patient had wound dehiscence and suspected chest calcification infection. There were no additional adverse patient effects reported. The implantable lead was explanted.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. Reportedly, the patient had wound dehiscence and suspected chest calcification infection. There were no additional adverse patient effects reported. The implantable lead was explanted. Additional information indicates that the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.